Event description:
The reporter states that she obtained the blood glucose comparison of 389mg/dl and 178mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. The reporter felt hyperglycemic. No reported treatment given. No adverse event reported. New system sent to customer and return requested.